Manufacturer narrative:
The pack lot specific to this event is not known; therefore, lot history and device history record review is not possible. The customer did not return a sample. The file will be processed for closure and opened at a later date if the sample is received. The root cause of the customer¿s dissatisfaction is related to a blade substitution which occurred due to a backorder with the supplier. During the backorder, a substitute blade was been approved for use. The root cause of the reported dull blade that is making wide incisions is unknown as a sample was not returned for investigation so the customer's complaint could not be confirmed. The manufacturer internal reference number is: (B)(4).

Event description:
Customer reported dull blade during surgeries. There was no patient harm. Additional information and product sample were requested for this report. This is the first of two reports from the customer. This is the second of two reports from the customer.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Customer reported dull blade during surgeries. There was no patient harm. Additional information and product sample were requested for this report. This is the first of two reports from the customer.